Event description:
It was initially reported that the subglottic tube's suction valve at "the end of the suction lumen where the valve connects pulled off." There was no patient injury reported. Additional information received on 05/15/2015 stated that the patient was reintubated.

Manufacturer narrative:
(B)(4). The sample was received for evaluation. Based on the sample evaluation the inflation line remains attached to the endotracheal tube. The inflation line extends from the outer wall of the endotracheal tube a distance of 18.5cm. The vacuum line adapter is detached from the valve body. The adapter was not received. The suction valve body side seams are intact. The end of the valve crimp tubing is visible inside the body. The suction valve body was separated at the side seams. The flush port manifold was examined for presence of adhesive residue. It was not possible to determine if the substance seen is adhesive residue or biologic secretions. A review of the device history record is not possible as no lot number was provided and a root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury. The inflation pillow is detached from the inflation line.